Event description:
It was reported that bilateral revision surgery was performed. This side right.

Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to pain, pseudotumor, testing showed lysis in the greater trochanter and elevated metal ion levels. During the revision, the hemi head and modular sleeve were removed. The anthology stem and acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup / sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the cup and sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, elevated metal ions and radiological findings of osteolysis of the greater trochanter and MRI findings of a pseudotumor around the femoral neck and greater trochanter along with intraoperative findings of a large amount of murky fluid and a pseudotumor within the joint may be consistent with findings associated with metallosis and osteolysis. However, the root cause of the metallosis and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.